Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient had pumps implanted for over 10 years, and the third pump failed. The patient was reportedly scheduled for another implant this week (relative to the date of report), but in the interim, the patient had to undergo symptoms of withdrawals. The event date was not specified. It was noted that the pump failed on the weekend so the patient had to wait until monday to find out why they were so ill. The physicians in question requested that the patient go to the emergency room (ER), but the ER runs up bills and the patient was advised they couldn't do anything. The patient inquired whether ers had a pump reader so they wouldn't have to suffer as much. It was noted that the doctor advised the patient that withdrawals wouldn't kill a person, but the patient went through hell for 1 week and 2 days. It was noted that if the patient knew the ER could help, they would have gone. No further complications were reported or anticipated.

Manufacturer narrative:
Device code c53269 no longer applies to the event and instead device code c62859 applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2019-jan-22 indicated the patient's weight was 177 pounds. The report of pump f ailed was clarified to be a motor stall. It was noted that there was nothing unusual that led to the pump failure/motor stall. It was indicated that the healthcare professional (hcp) discarded the pump on (B)(6) 2018 when the pump was replaced due to failure/motor stall. It was noted that the pump should have had approximately 6 months remaining prior to being replaced. It was noted that the patient had a pump for approximately 17 years. It helped the patient over the years. With that said it was indicated that this failure (motor stall) caused the patient discomfort. The patient noted going through withdrawal was absolutely "hell." No further complications were reported/anticipated.